Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw507617.

Event description:
It was reported to boston scientific corporation that a sling was implanted during a transvaginal mesh placement procedure performed in 2012. According to the complainant, since the mesh has been implanted, the patient experienced multiple infections in various areas including her esophagus, along with pain and suffering. Reportedly, the patient had undergone three surgeries after the placement of the mesh in 2012: in 2015, the mesh was removed, then another surgery was performed to correct her bladder issues (urinary tract infection), and another surgery to treat a rectal prolapse which the patient believes was related to the transvaginal mesh. Reportedly, the patient is currently taking phenazopyridine for pain and uti.